Event description:
The following information was reported to gore: on (B)(6) 2020, a patient underwent treatment of a type IV thoraco-abdominal aortic aneurysm with an investigational gore® excluder® thoracoabdominal branch endoprosthesis. Additionally, gore® excluder® aaa and ibe endoprostheses were utilized. Gore® viabahn® vbx balloon expandable endoprostheses were utilized in the branch vessels. On (B)(6) 2020, follow-up imaging revealed an extrinsic compression of the contralateral leg component from the ipsilateral leg and ipsilateral iliac extender components within the aorta just proximal of the aortic bifurcation. Also noted was a device ovalization of the left renal artery side branch component at the origin of the left renal artery. This is believed to be a gore® viabahn® vbx balloon expandable endoprosthesis. No interventions have been reported at this time. The gore® viabahn® vbx balloon expandable endoprosthesis was reported separately under case 831-2. This report addresses the gore® excluder® aaa endoprosthesis.